Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced high out-of-range pacing impedance measurements on the left ventricular (lv) lead, which triggered the lead safety switch. Technical services was consulted and it was determined that the impedance at the implant was high and currently out of range. Troubleshooting options were discussed and recommended. Full testing of the lv lead was indicated. Currently, this lv lead remains in service and no adverse patient effects were reported.